Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the initial right ventricular (rv) lead was in use it had impaired sensing with low r-waves. Additionally it was reported that as the rv lead had continued to not capture at highest output the left ventricular (lv) lead had tested well and they were able to program around the diaphragmatic stimulation. It was also reported that the patient complained of phrenic nerve stimulation and the lv lead was then reprogrammed. Then seven days later the patient complained of muscle spasms of the diaphragm. The patient stated it felt like a hard thumb beneath their left breast for the past week when lying down. The lv lead was again reprogrammed and remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.